Event description:
The cement set up in six minutes during surgery. The surgeon mixed the monomer and polymer and added an antibiotic (isepamicin injection ampule 2ml/contents isepamicin sulfate 400mg. Sodium bisulfite 2mg), the cement hardened before the stem was replaced into the channel stably. As a result the surgeon removed the stem and cement, mixed again. The cement set up properly and the stem was replaced successfully.